Manufacturer narrative:
Ud: (B)(4). The lot number was documented as 9366959 in the initial report. It has been updated as l331337. The manufacturing location was documented as unknown and has been updated as (B)(4). The date of manufacture was documented as unknown in the initial report and has been updated as mar 30, 2017. Device evaluation: further evaluation determined that the housing was damaged and the assignable root cause was due to normal wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device pin was broken and the housing was stuck. The device also failed the check of free moving pre-test. Therefore, the reported condition was confirmed. However, since the investigation is still on-going, the assignable root cause could not be determined at this time. Once investigation has been completed, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure before use on patient, it was observed that the reciprocating saw attachment device was generating a lot of noise . It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.